Manufacturer narrative:
The product was not returned for evaluation the following documentation was reviewed as part of the complaint investigation complaint history, device history record, review of documentation, device drawing, instructions for use (IFU), manufacturing instructions (mi), and review of quality control (qc) specifications. Per quality control specification, the correct proximal fitting and the securement of the proximal flare within the catheter cap were ensured the provided instructions for use (IFU) details proper placement and usage techniques. As the device was not returned for evaluation, based on the information provided, we are unable to determine with certainty how the device may have contributed to this event. We will continue to monitor for similar complaints and have notified the appropriate internal personnel of this event. In an effort to address and reduce the possibility of future complaints of this nature, measures have previously been initiated. Per the quality engineering risk assessment (qera), no further action is required at this time.

Event description:
It was reported that the pt had a recurrent pneumothorax as a result of the hub separation. In the third case, no details are available other than the hub pulled off.

Event description:
The reporter states there has been at least three cases in the last three weeks with the mueller empyema catheter, in which the hub has separated. Details surrounding the events are minimal at this time; however, in one case, it was reported that the tube was draining while the pt was sitting in bed, the tube was open to the atmosphere (1820334-2015-00258). In another case, it was reported that the pt had a recurrent pneumothorax as a result of the hub separation (1820334-2015-00259). In the third case, no details are available other than the hub pulled off (18220334-2015-00260). Additional info in regards to the events has been requested. The catheters were exchanged and the patients did not require any additional procedures due to this occurrence. According to the physician, there were no adverse effects to the patients.

Manufacturer narrative:
(B)(4). The event is currently under investigation.